Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced an insulin occlusion alert, which they believed was related to the position they were sleeping in. The patient was able to clear the occlusion with assistance from their spouse due to the patient¿s impaired vision, and blood glucose was reported as falling. The patient planned to monitor their levels and stated that no immediate callback was necessary. The patient later reported receiving another occlusion alert. Upon inspection, no external issues were noted, but the cartridge was found to contain air bubbles, which may have caused the occlusion. The agent guided the patient through changing the cartridge and tubing. The patient was using a 23-inch tubing with a 6 mm infusion set. Follow-up confirmed that blood glucose levels returned to range, and no further occlusion alerts occurred. The patient was instructed to call if any additional issues arose. The highest reported blood glucose during the event was moderately elevated, and it was out of range for less than one hour. The device alerted for high glucose. No medical intervention was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.